Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the in was not dead, it just would not charge to full or past 75%. Patient stated they received an antenna however that did not resolve it.

Manufacturer narrative:
Concomitant medical products: product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that his device just went dead and now he couldn¿t get the recharger to charge from the wall. The patient confirmed that the green light was on the desktop charger and the connector pin seemed good. The patient reported that when he plugged in the desktop charger, he saw a power on reset (por) message appear. The patient confirmed he had been seeing this since this morning. The patient tried using their patient programmer (pp) and stated he was seeing ins battery low. The patient was later able to clear the por message on the pp and confirmed the ins battery level was low. The patient hooked up with the recharger after a confusing start, repositioned the antenna, and the patient was able to start charging with 8 coupling boxes. No further complications were reported. On 2020-may-26 additional information was received from the patient. They provided their weight information. The cause of implant being dead was provided as change in device programming. The issue was not resolved. The power will not go to full yet. No other actions were planned. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the unit was working fine now. No further complications were reported.